Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery was removed from the patient and set on the patient's sterile drape. The harvester noticed that the hemopro cautery device was still heating up without manual activation. The harvester changed the cable out and hemopro device to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Evidence of clinical use and blood were observed. Charred blood and tissue buildup was observed at the heating element. The silicone insulation on both jaws were charred, cracked multiple times and whitish in color. This observed failure was not reported by the account. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the condition of the device as returned and the results of the evaluation, the reported complaint was unable to be confirmed but confirmed for "burn of device." (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery was removed from the patient and set on the patient's sterile drape. The harvester noticed that the hemopro cautery device was still heating up without manual activation. The harvester changed the cable out and hemopro device to complete the procedure. The hospital did not report any patient effects.